Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from finland alleged that they received a potential false positive result for a patient sample when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #320 generated a sars-cov-2 positive, influenza a negative, influenza b negative result. The patient¿s same sample was retested on different platforms the genomera and cobas 8800 both generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patient sample was collected using flocked swab copan utm-rt mini transport medium (3ml). The customer confirmed there was no allegation of harm to the patient. The initial positive then negative results were reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. According to the late CT-value the alleged sample is suspected to be a low viral load sample near the limit of detection (lod) of the assay. For very weak samples near the lod of the assay it is expected to receive inconsistent results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. At this concentration, there are extremely limited copies of viral rna present in the sample which may not come into contact with the polymerase enzyme and be amplified sufficiently to generate a detectable fluorescence signal. (B)(4).